Manufacturer narrative:
On may 1, 2026, del medical technical support (ts) duplicated the problem by integrating the vieworks software to a cm series generator (s/n (B)(6)). An aec feedback error was displayed on the vieworks screen. It was found that it was possible to prep and make a second exposure without pressing reset to clear the error. Ts concluded that the issue was directly related to the vieworks software being fully integrated into generator. Ts provided the event logs to the software provider, vieworks america, for evaluation. On may 11, 2026, the fse replaced turned off generator integration for vieworks. The unit was tested and it was confirmed that it was able to block exposure while an error was displayed. The fse confirmed that the system was operational. On may 20, 2026, vieworks developed a software patch to place the generator in a communication fault when error occurs. The generator would no longer receive a reset signal while an error is being displayed, preventing exposure.

Event description:
On (B)(6) 2026, the physicist failed the generator during installation for allowing exposure without the requirement to reset a previous aec back up time error. The unit was using a cm series generator integrated with vivix dr. There was no injury reported.